Event description:
It was reported via repair work order that the patient left brake pedal was broken off and sharp edges were reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.